Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of an unexpected restart alarm on their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer's alarm history showed the presence of an external ram crc error, and three (B)(6) software anomaly alarms. The customer performed a self-test and the device passed. The customer was advised to monitor the device, and to call back if issues persist.